Event description:
Customer states "loose therapy connector on unit causes intermittent ops check failures." No patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.